Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received photo shows an unknown va locking plate taken while surgery which was reported to be a va locking t-plate 1.5 he 3ho shaft 7ho with product code 04.130.252 and an unknown screw which was reported to be a cortex screw 1.5 self-tap l9 tan with product code 04.214.109 or 04.214.108. The screw seems not to be fully locked in the plate. As the implants are covered with blood and the screw detail on the photo is blurred, no root cause determination on the reported event is possible. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) procedure of the proximal phalange ring finger, two (2) variable angle (va) hand screwdriver shafts had malfunctioned. The screw head spoiled as the surgeon engaged towards the second unknown cortex screw. The screw stuck and could not lock to the plate. The surgeon also tried another two (2) screws with the same results. The surgeon then decided to take out the plate by using a screw fixation. An unknown plate was previously cut to position into the patient¿s bone. Consequently, the plate was not implanted into the patient. The broken screw sets were opened to remove all broken parts, without leaving any broken fragments in the patient. The procedure was not successfully completed as planned. Revision procedure is unknown. There was a five to ten (5-10) minute surgical delay. Patient outcome is unknown. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 8mm. This is report 4 of 5 for (B)(4).